Event description:
Site reported superdimension ilogic system patient sensing issues. The case was cancelled and the patient was under general anesthesia. There was no report of patient injury, death, or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Superdimension has requested the device for evaluation but has not received anything to date. There were no anomalies identified during the internal review of the device history record (DHR) of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information is received a follow-up report will be submitted.